Event description:
It was reported that while in patient use, the ventilator generated a system error message. Whether ventilation continued is reported to be uncertain. The patient was removed from the ventilator and placed on an alternate ventilator without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Covidien reference number:(B)(4).